Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, dysfunction, elevated metal ion levels, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirms both surgery dates and that the modular head was removed and replaced with an active articulation acetabular liner and head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, dysfunction, elevated metal ion levels, loss of range of motion, metal poisoning, and metallosis. A review of invoice history confirms both surgery dates and that the modular head was removed and replaced with an active articulation acetabular liner and head. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the left hip revision was due to pain and elevated metal ion levels. Operative report further noted the presence of synovial fluid, granulation type yellow tissue, pathology with some inflammatory component, metallosis, and scoring of the trunnion with darkened interface.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿